Manufacturer narrative:
Device available for evaluation, h3. Device evaluated by manufacturer and h6. Health effect, evaluation codes: updated. Device evaluation: one device was received. A visual inspection showed cracked and contaminated cases. During the functional testing, alarms were found and customer stated fault was confirmed. The root cause was found to be from fluid damage on the device. The downstream sensor and housings were replaced. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that a pump had a double beep alarm during testing. There was no patient injury.